Manufacturer narrative:
The initial MDR 1226181-2016-00049 was filed on february 04, 2016. Additional information (02/07/2016): the initial MDR states that the sample was also tested in a supporting laboratory on an unknown platform and that it was unknown if the repeat results were reported to the physician(s). The sample was repeated on an alternate dimension vista instrument and the repeat results were reported.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The sample was also tested in a supporting laboratory on an alternate dimension vista instrument, resulting higher. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse ran sample arm 1(s1) service method tests and the s1 mix test failed. The cse replaced the s1 mixer assembly and performed s1 alignments. The cse reran service methods and ran quality controls, which were acceptable. The cause of the discordant, falsely low calcium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The sample was also tested in a supporting laboratory on an unknown platform, resulting higher. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.